Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016 .device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: during investigation, the original complaint about the keypad was unable to be duplicated. Unrelated to the original complaint, the keypad was found to be peeling up at the base but there was no other damage to the keypad and they were all responsive to user presses. The keypad was removed and there was contamination found under all the key contacts. The pump powered on to a dim and discolored display. The pump case was also found to be damaged with a cracked in the case.